Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that during the implant of this transvenous defibrillation lead, the patient experienced low blood pressure after defibrillation threshold (dft) testing was done. It was noted that the blood pressure did not come back up, and a pericardial effusion was noted; subsequently, 400 cc of blood were removed from the pericardial space. The physician believed the lead may have perforated the myocardium during the lead positioning. Following the pericardiocentesis, the patient's blood pressure increased, and thresholds and sensing were noted to be okay.